Manufacturer narrative:
Follow-up # 1 date of submission: 08/03/2016 . Device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: during investigation, a review of the pump black box showed no pump reboots. Testing revealed that the time and date reset default settings. The pump was opened and the internal clock battery on the printed circuit board had failed. Unrelated to the complaint, investigation revealed a dim, discolored display and a cracked battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a history/settings (time and date reset) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a time /date issue.